Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl baclofen and clonidine all at unknown doses and concentrations via an implantable infusion pump for intractable spasticity and non-malignant pain. The patient reported that the pump was alarming. The patient reported that they have two pump sand the pump with baclofen is the one that was alarming. The patient reported it started about a week prior to (B)(6) 2019 and the critical alarm started on (B)(6) 2019. The sound was consistent with pump alarms. The patient was dismissed by their doctor and was looking for a new doctor to fill their pump. No symptoms were reported. No further complications were reported. Additional information was received from a patient. It was reported that the pump was out of medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump was currently alarming and dry. The patient wondered if he should call someone to put "saline in or something". The patient was currently in the emergency room (ER). No further complications were reported.